Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.(B)(4).

Event description:
The customer reported while using the vela ventilator, the touch screen is frozen. The customer reported that the incident occurred while the device was connected to a patient. The customer reported that there was no harm or injury to the patient.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the front panel assembly and found ingress moisture beneath the membrane. The root cause of the reported issue was duplicated and failed due to ingress moisture between the membranes of the touchscreen. This reported issue will be tracked and carefusion will internally investigate the situation. No further investigation needed.